Manufacturer narrative:
The device was not returned to boston scientific for analysis. A labeling review did not reveal any anomalies as it states that loss of adequate stimulation, undesirable sensations (e.g., tingling) and systemic effects such as rapid heartbeat, changes in blood pressure, sweating, fever, dizziness, changes in kidney function, difficulty passing urine, sexual effects, nausea, difficulty having bowel movements, bloating are known risk with the use of deep brain stimulation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: known inherent risk of device. D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a significant jolt of energy through their body, which induced nausea. This occurred when the implantable pulse generator (ipg) was accidentally turned off, also leading to the recurrence of symptoms, specifically tremor. After the event, the patient reported feeling completely normal again and resumed stimulation. The neurologist intends to increase the ramp time parameter of the stimulation program.